Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio alert from the g5 mobile application and an adverse event. The patient reported that after updating her phone, she did not hear an audio alert from the g5 application but did read the message informing her that she was having a low. The patient called the paramedics as she felt scared, but stated she was not in any danger. Patient reported that before the paramedics arrived, her blood glucose (bg) rose from 70mg/dl to about 100mg/dl. Patient's blood glucose was at 200mg/dl by the time the paramedics were leaving. At the time of contact, the patient was doing well. Additional event or patient information was not provided. No product was returned for investigation. However, data was provided for evaluation. The reported event of no audio alert from the g5 mobile application was confirmed. A root cause could not be determined.